Manufacturer narrative:
Trackwise #: (B)(4). The investigation has been started since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot 3000216540 has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the last 12 months from (B)(6) 2022 to (B)(6) 2023, the occurrence rate is approx. (B)(4) for suzhou manufactured om-10000/om-10000z. 3. Returned device evaluation: the device was received on (B)(6) 2023, the following contents have been conducted: 1) visual inspection: no visual defects were observed on the product. 2) functional test: rotating the knob in clockwise, stuck rotating was found, the knob cannot be tightened and flexlink arm cannot be tightened. 3) disassemble and examine the assembly according to the applicable manufacturing process instructions knob assembly. It is found that the lead-in thread on acme nut was broken. 4) verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. 5) check the pilot crimping and its position, the pilot crimping is conforming to process instruction requests. 6) replace the abnormal acme nut with a new one taken from another raw material lot to check the function of the returned product. It¿s found that no knob tighten issue happened, the knob rotating smoothly without idling, and the flexlink arm can be tightened. 7) the relevant components' dimensions were checked, which are conforming to the drawing requirements, no deficiency was observed. Based upon the above evaluation, there¿s no deficiency identified from production relevant to the mechanical issue-knob difficult/ unable to tighten-arm does not lock prior to this complaint. It is not indicated that it is the product problem, and also not indicates a manufacturing defect caused or contributed to the reported failure during the investigation. Complaint historical data has also been reviewed, the failure knob difficult/ unable to tighten-arm does not lock happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken would be rotating to loosen the knob anti-clockwise rapidly for several circles and then rotating to tighten the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which caused acme screw misaligned with the acme nut lead-in thread, acme nut lead-in thread broken, then the knob could not be tightened and flexlink arm could not be tightened.

Event description:
On (B)(6) the hospital reported that in a case of coronary artery bypass surgery, when the stabilization system was installed, the operator found that the knob could not be tightened, after replacing with a new product, it was used normally and the operation was completed. The product is from lot 3000216540.